Event description:
It was reported that a patient underwent a total knee arthroplasty on (B)(6) 2013 and a drain was inserted. It was reported that the drain did not function properly when activated. It had weak drainage. Additional information requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.